Event description:
Argon beam coagulator was used for a liver resection. Prior to the start of the case, they observed that one tank was low. They installed a new tank. Unit did not function during the case. It was observed that the output had an additional filter installed. This extra filter was removed but the unit would still not coagulate. Power was turned up with no success. Nurse supervisor noticed that the new tank that was installed was nitrogen, not argon.